Manufacturer narrative:
The charger was delivered to lumenis and forwarded to the vendor for investigation. Cause of failure : defective component (u9 failed on 1501367-3 board). Corrective action: u9 failure is rare. The vendor determined this to be an "isolated issue". No corrective action was deemed necessary and no further action is required. The vendor will continue to monitor this failure mode.

Manufacturer narrative:
The DHR of p120h sn #(B)(4) was reviewed and no link was found between the manufacturing process at lumenis and the current event. The system was manufactured, tested and released according to lumenis specifications. System date of manufacture 25-sept-2018. A review of the charger's certificate of compliance shows that charger, sn# (B)(4) was manufactured and tested by the vendor excelitas technologies according to iso 9001 requirements. Date of charger manufacture: 24-july-2018 a review of the subject device service records revealed that the system was installed by a lumenis service engineer at the facility on 11-oct-2018. The engineer noted "system was unpacked and visually inspected, no damage or issues. All items on packing list present and accounted for. Covers removed and system filled with coolant. Tappings set for 240v. No issues on self-test on system start up, all tests passed normally. No issues with any checks in service mode. System power and voltage calibrations checked. Estop, keyswitch, interlock, and footswitch functions checked. Blast shield, sis fiber reader checked. System functions normally in all modes and settings.". The system was handed over to the facility having met manufacturer's specifications and ready for use. On 30-oct-2018, five days after the reported event, a lumenis service engineer visited the site and found that the system failed to pass its self-test presenting error 208. The charger was found to be non-functional upon start up. The charger was removed and replaced, voltage calibrations were performed and the fault was resolved. The system was tested successfully and returned to the user facility ready for use. A review of historical product complaints shows that the same malfunction of intraoperative charger failure has not led to serious injury in the past. A review of system risk files ((B)(4)) revealed risk #2.2.1; high voltage power supply failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation.the risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. The charger is expected to be returned to the manufacturer, and a product investigation has begun. Once a cause for the reported event has been determined, lumenis will file a follow-up MDR.

Event description:
A foreign user facility reported that after their lumenis pulse 120h laser had already completed its self-test and a lumenis ez sis 200 fiber was attached to the laser and recognized, the laser was put into active/ready mode and the laser's screen displayed error codes 208, 58, and 203. The laser was shut down and restarted but would not go into active/ready mode and continued to display the error codes. Unable to proceed with the laser, an alternate laser was brought in to complete the procedure. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.